Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation of tissue expander.

Event description:
Healthcare professional reported " breast expander rupture." This is for the right side device. The device has been explanted.